Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). **UDI related data quality updates only** this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): k211875. Summary of investigational findings: the complaint report states the filter did not ¿work correctly¿ in the sense that when the filter deployment sheath was retracted, the ¿filter it did not open properly¿. It was later described that the operator ¿incorrectly rotated the sheath causing the overlap of hooks¿ resulting in the lack of opening. The filter was never released from the deployment mechanism but was recaptured and removed in its entirety and another filter was successfully placed. The device was not returned, but a single video submitted for review demonstrates a celect platinum ivc filter being deployed from a jugular approach. The filter feet are located at the l2/3 disc space at time of attempted deployment. The deployment sheath is being retracted and the primary filter feet start in a crisscross fashion on this projection. The complaint report describes the operator rotating the sheath causing the primary filter feet to overlap, inhibiting their expansion, but the instructions for use (IFU) does state not to rotate the filter in the sheath, because the legs can become entangled. As the sheath is further retracted the primary filter feet cluster back together, but do not continue to expand as would be expected. Even as the sheath is entirely retracted, the ivc filter feet stay clustered together. In addition, the secondary filter arms are not seen expanding appropriately either. During respirations, the ivc filter is seen moving with each respiration. However, aside from the described rotation of the filter potentially causing the lack of expansion, there are other findings present on the video which would suggest the filter was either deployed in the gonadal vein, or a branch of the ivc, and not in the ivc. The secondary arms do not expand, which even if the primary filter feet were entangled, the secondary arms would still expand. In addition, during respiratory motion, the filter moves significantly. If the filter was in the ivc in an unexpanded state, it would not move much with respiration as it would not be opposed to the wall of the ivc. However, if the filter was deployed in the gonadal vein, it would move with respirations as it would be opposing the wall of the vessel. In addition, the small size of the gonadal vein would inhibit the filter from expanding completely, resulting in a similar collapsed appearance. Lastly, in the beginning of the video, the legs are seen to slide over one another as the sheath is being retracted. This motion would suggest the legs are not entangled as originally thought and supports the theory that the filter was being deployed in either the gonadal vein or a branch of the ivc. The venogram and steps leading up to the attempted deployment of the ivc filter were not discussed and no images were submitted to review to help support or refute either potential explanation for the appearance of the ivc filter. The filter was never released, was removed, and a new filter deployed without incident. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the device history record was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: filter not opening after retracting the delivery. Attempted release on the operating field, the filter was not released but removed but difficult reattachment. When physician move back the sheet to release the filter it did not open properly. The physician incorrectly rotated the sheath causing the overlap of hooks. The procedure concluded with implantation of a new filter. Patient outcome: the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.